Manufacturer narrative:
Concomitant products: the patient¿s medications include: coumadin, xanax, valium, cardizem, prozac, monopril, and nucynta. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient was implanted with four gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The devices were implanted with no issue. It was reported that upon ballooning the pxc141000 with an impact¿ pta balloon dilatation catheter, the left external iliac artery ruptured. The balloon was reportedly extended outside of the pxc141000 during ballooning. It was also reported that the iliac artery was extremely tortuous and filled with thrombus. Two additional devices were implanted to treat the iliac artery rupture. Final imaging showed resolution of the rupture and exclusion of the aneurysm, and the patient tolerated the procedure.